Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd solis pca pump sn:(B)(6) was received from the customer without anything stated. A visual test was performed - found bubbled dso seal and a bent pin inside of the remote dose connector. Ehl was downloaded and inspected - found "high alarm displayed: downstream occlusion" reports all over the ehl, which points to a faulty dso sensor. The pump was tested for flow accuracy and passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Repairs involved replacement of dso seal, dso sensor, dso bezel and remote dose connector.

Event description:
It was stated that there was an issue discovered during preventive maintenance. There was no patient involvement and no patient harm.